Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this device had reached elective replacement indicator (eri). No alerts or faults were noted. Boston scientific technical services (ts) reviewed the data and it appeared that there was additional current drain that may have impacted logevity. Disk analysis showed the battery appears to be depleting more quickly than expected, and that the battery power indicators were accurate if the power consumption rate remained constant. Device replacement was recommended as reliable operation could not be confirmed. At this time, informaiton suggests that the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
Further information was received that this device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.